Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used during a jejunal tube placement procedure performed on (B)(6) 2014. According to the complainant, during preparation, the jejunal tube appeared to be smashed down. The procedure was completed with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6) 2014 that the jejunal tube was kinked.

Manufacturer narrative:
(B)(4). A visual examination of the ttp j-tube found the pigtail to have kinked and compressed. The kinking appears to be caused by either the guidewire hoop or similar object pressing against the catheter. It was noted that the condition of the returned unit was not consistent with the complaint incident that the ttp j-tube tube was smashed down but rather kinked. Per the event information, the problem was noticed during preparation and outside the patient. The kinking of the j-tube most likely occurred during shipping/ handling/ storage; therefore, the most probable root cause of 'handling damage' is selected for the complaint. A device history record (DHR) review of lot number 16187963 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16187963.